Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention, and prolonged hospitalization. A pericardial effusion was identified on the ultrasound. Drainage was performed and the physician removed 1500 ml/ccs of fluid. A surgeon was consulted, and the patient was moved to the operating room for a cardiac window surgery. The patient was admitted to the hospital and was expected to fully recover. It was further reported that a tear was found in the right ventricle (rv) apex. The only device that had been in that location during the procedure was a "non" intracardiac echo catheter. Additionally, the patient has been discharged from the hospital.